Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a pacemaker implant procedure completed on (B)(6) 2019. X-ray imaging was performed after the procedure and it was discovered that the atrial lead dislodged and fell into the right ventricle. On (B)(6) 2019, the lead was revised. The patient did not report any symptoms and was recovering post procedure.